Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events related to lodged material remaining in endoscopes after reprocessing. As part of this remediation, pentax medical performed a retrospective MDR assessment of events/complaints received from (B)(6) 2014-(B)(6) 2016. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2015 which stated "primary channel blocked" for video gastroscope model eg-2990i/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation. On (B)(6) 2015, the pentax endoscope technician confirmed a pentax rubber check valve lodged inside the biopsy inlet t-piece. This finding confirmed the customer's complaint. Other inspectional findings included: distal body chip at channel opening at thinnest part. Passed wet/dry leak tests. Umbilical cable buckle at umbilical connector side. Lightguide prong cover glass set loose. Air/water nozzle glue missing. Insertion tube buckles at end of root brace. Umbilical cable single buckled under pve root brace. Umbilical cable single multiple bumps. Insertion tube mild dent at stage 1 and stage 2. Three attempts of a good faith effort were conducted to obtain additional information from the complainant, however, no additional information was received. According to the instructions for use (IFU) for reprocessing/maintenance of pentax video gi scopes 90i series, it states "be aware that during reprocessing, check-valves oe-c14 should be removed from the water jet adapter, oe-c12, to allow for unrestricted flow of reprocessing agents through the pentax water jet channel system. During clinical use, a check-valve, oe-c14, should be attached to the check valve unit, oe-c12, within the pentax water jet channel system". The instructions for use involving inspection of the forward water jet (for scopes with forward water jet system) states "prior to use, the water jet check-valve adapter (oe-c12) should be inspected. Open the water jet connector cap (of-b118). Turn the water jet adapter counterclockwise and remove it from its cylinder. Make sure that the black rubber check-valve (oe-c14) is properly attached to the bottom of the water jet adapter unit (oe-c12). If the rubber check-valve is missing or not attached properly, correctly reposition the check-valve by turning it several times on the water jet adapter unit. The rubber check-valve is a reusable component and should be reprocessed after each use". O-rings and seals were replaced and the gastroscope was returned to the customer on (B)(6) 2015.